Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 6.0mmx60mmx135cm (4f) sterling balloon was advanced for dilation. However, during the first inflation at 4 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.